Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation?, h6: type of investigation, investigation findings and investigation conclusions. H11:the product was returned for evaluation. The visual inspection revealed that there was no seal on the 4 sides of the pouch. The review of the production records revealed no issues were detected during the manufacturing process. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The work instructions defined the dressing pouches shall be 100% visually inspected to ensure the products that do not meet specification are removed. The pouch sealing process was reviewed. On the sealing machine the printed paper is heated and the lacquer on printed paper transfers to plain paper to form 4-side seal of pouch. A visual inspection of the returned product found there was no seal or lacquer transfer on the 4 sides of the pouch. It was possible that at machine restart the sealing mode movement accidently did not match the pouch paper position, and the pouch was not sealed. However, the subsequent visual inspection of all the pouches should capture and remove the products that do not meet specifications as per work instructions. The root cause is identified as a missed quality check, the open seal pouch was not removed during inspection. The manufacturing processes, procedures, complaint history and risk documentation have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is anticipated, low risk and within acceptable occurrence levels. At this time, there is evidence to suspect that the product failed to meet the product specifications at the time of manufacture; however, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, before a wound treatment, it was noticed that three (3) pouches of one (1) hydrosite ad gentle 10 x 10 cm ctn 10 have been opened due to no sealing on a part of edges. The treatment was performed, without any delay, using an equivalent s+n backup. No further complications were reported.